Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the basal software was intermittently suspending insulin delivery inappropriately. Customer¿s blood glucose level was 40 mg/dl. Customer ate to address bg. Customer will continue to use current pump for insulin delivery. It was also reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified, however the alleged control iq issue could not be verified. The failure investigation has been completed and the alleged malfunction issue was verified, however the alleged control iq issue could not be verified.